Event description:
It was reported that during implant procedure, via fluoroscopy, there was a very small dissection at the cs ostium. The procedure was stopped and bifocal pacing was performed. The patient showed no discomfort and no adverse events were reported during all the procedure. The physician decided to not perform other investigations after the procedure due to the good conditions of the patient.

Manufacturer narrative:
(B)(4).